Event description:
During arteriogram and attempted angioplasty, a titanium portion of the catheter in use broke off and was lodged in the superficial femoral artery; risks/benefits of removal were considered, and the tip was left behind.